Event description:
Caller reported that a malfunction occurred on the pump but confirmed that no notable events preceded the malfunction and there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump successfully, and since the malfunction code did not recur, the customer was advised to continue using the pump. Caller understood the instructions and was asked to call back if any issues reoccurred.